Manufacturer narrative:
The siemens technical service consultant was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant results was due to user error: poor pre-analytical sample quality, due to the operator not following the directions for centrifuging specimens. The tsc reminded the customer to follow the tube manufacturer's instructions for proper centrifugation. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na), chloride (cl), urea nitrogen (bun), calcium (ca) and glucose (glu) results were obtained on a dimension vista 500 instrument for one patient. The discordant results were reported to the physician, who questioned the results. The customer repeated the sample as the patient was being tested every 6 hours and those results were reported to the physician. Due to the discordant results, the administering of fluids to the patient was temporarily stopped for 6 hours. There were no other known reports of patient intervention or adverse health consequences due to the discordant na, cl, bun, ca and glu results.